Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): distal conductor distorted. Full lead returned and analyzed. Additional observations of distal conductor blood/body fluid (not obstructed), helix distorted/bent, tip seal observation, blood in on helix mechanism (sleeve head) and in/on helix mechanism. The analyst commented that lead was returned with fully extended and stretched helix. Helix can not be extended and retracted due to distal conductor distortion within the connector.

Event description:
It was reported that at implant attempt the helix of the right ventricular lead would not extend or retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.